Event description:
The customer called carefusion technical support to report that during testing they are getting very low exhaled tidal volume (vte) reading. An example provided is, if set at 500 the vte output is 200. They changed out the sensor, but did not notice any change. The customer does not know if the orings are in place. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support dispatched a field service representative to the user facility. The field service representative evaluated the unit, and noticed that the diaphragm on the exhalation assembly had scratches on the metal tab. He replaced the diaphragm, and noticed that the exhale tidal volume (vte) returned to normal. After running the unit for about an hour he noticed scratches on the newly replaced diaphragm as well. He determined that the cause of the scratches was a faulty exhalation valve. He replaced the exhalation valve, then performed exhalation valve characterization and operational tests. The unit was performing according to factor specifications. Upon completion the unit was released back to the customer ready to be placed back into service.